Event description:
Boston scientific received information that the date and time could not be modified on this programmer. As a result, the programmer was returned for laboratory analysis. No adverse user effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Initial analysis determined that the battery had depleted which was causing this issue with the date and time. It was also found that the touchscreen was out of calibration and that a component involved with the display on this programmer was corroded. No other issues were found on this programmer.